Event description:
It was reported that the ilet device¿s touchscreen became fully unresponsive after the screen was cracked, and the user switched to a backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.